Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold as well as the impedance on the atrial lead has continued to increase in bipolar. The threshold and impedance is good in unipolar. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.